Manufacturer narrative:
Device evaluation summary: the returned pump programmer was subjected to external visual examinations and functional testing. The evaluation determined that the display issue was due to a software timing problem. Based on the investigation, the reported event was confirmed. (B)(4).

Event description:
It was reported that the programmer printouts displayed incorrect information. There were no patient effects reported and the device was returned for evaluation.

Manufacturer narrative:
The manufacture date was corrected in this supplemental report. (B)(4).